Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 385 mg/dl while using the ilet system; review of the device timeline showed insulin delivery was stopped for approximately 1.5 hours after the user initiated a supply change in response to an insulin low alert and did not complete the steps until dosing resumed, which constituted a use-of-device problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and device logs. Investigation of this case revealed no device problem and that the event was traced to incomplete supply change steps by the user during a rewind and supply change process, with no specific device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.